Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l42132, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced infection of the central nervous system, sepsis, and back pain. It was reported the patient was to have magnetic resonance imaging (MRI) for these indications. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.